Manufacturer narrative:
Additional information: section b describe event or problem, section e FDA notified and section h related report number grid. Correction: section g report source.

Event description:
It was initially reported that when using the bd pyxis¿ es server had purge failing due to missing outbound message with multiple station bloated. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event. On 13 january 2026, a copy of the medwatch report from FDA was received, which states "bd pyxis machines experienced a critical system failure that rendered all units on the academic medical campus unusable for nearly two weeks. (B)(6) hospital managed this incident as a disaster, with an internal incident command structure activated and continuous coordination calls held with the third-party vendor. To date, the root cause of the error remains unknown. During this time period, our standard medication-use workflows were disrupted, requiring the implementation of alternative processes. While these changes introduced significant risks, including potential patient harm, medication diversion, and incorrect or inappropriate medication administration, we do not have any reports of possible patient harm or medication diversion. If such reports are made, we will follow our processes for reporting and mitigation in accordance with established policies and requirements. The vendor's response did not align with the urgency and scale of the hospital leadership's efforts. As noted above, despite these risks, no patient harm has been reported to date."

Event description:
It was reported that when using the bd pyxis¿ es server,had purge failing due to missing outbound message with multiple station bloated. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server,had purge failing due to missing outbound message with multiple station bloated. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the stations had purge failure and required to shrink databases. A technical support specialist (tss) found that monitoring alerted multiple station dbs exceeding limits due to sql job creation. Some stations had limited c drive with bloated winsxs folder. About 196 devices critical and 199 large dbs, with 2 devices offline. Customer still confirming db access for sql job; remediation requires more than 15 minutes downtime. Purge issue on es server triggered errors as dbs reached 10gb. Lowered db size on some stations was now functional. Server archive completed, maintenance error logged, configuration backed up, purge date updated, service restarted. Applied the knowledge article but system admin role required; hospital it review was pending. Hotfix applied, controlled purge running, db sizes monitored, bloated devices shrunk, and follow-up email sent confirming system stability. The system functioned as intended after the technical support specialist investigated the device.